Manufacturer narrative:
(B)(4).

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical labs. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott field service engineer (fse) performed the instrument service advisory (isa) mksp-20b on the m2000sp at the institut (B)(6). The fse found that the liquid waste sensor was deformed and indicated that this was caused by screws that were fastened too tightly. There was no discoloration that indicated evidence of a fire. (B)(4).